Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-06351. It was reported the patient experienced pain at the lead site. The patient stated the leads are superficial. In turn, the patient underwent surgical intervention on (B)(6), wherein the leads were placed deeper.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-06351. The issue is now resolved.